Event description:
Alleged when the pt positioning monitor alarms, it is sending a normal nurse call, but not a priority call. Pt was in the bed, no injuries.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.